Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced 4 elevated blood glucose levels (>600 mg/dl) and ketones approximately 2-3 months ago. Elevated bgs were treated via manual injections, and a correction bolus. The ambulance was also called to assist the customer.